Manufacturer narrative:
The battery pack was dropped and the impact caused a cell to vent and battery pack started to burn.

Event description:
Pt dropped battery belt accessory onto pavement. It sounded like it exploded and caught fire. Fire was extinguished. No injury.